Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device overheated displaying an e6 error. The device was disassembled and found that the bearings were worn out. The assignable root cause was due to worn out bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report 1 of 2 for the same event: it was reported that during an unspecified veterinary surgical procedure on a dog, it was observed that the motor device and console device displayed an e6 error when used together. The reporter stated that the dog was not cut, however, it was under anesthesia and the time of anesthesia was increased due to trying to troubleshoot the issue. According to the reporter, the dog was under anesthesia for approximately one additional hour, resulting in a delay in surgery. An identical spare motor device was not available. However, there were other drill devices available for use. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.